Event description:
Patient with biventricular aicd, automatic implantable cardioverter defibrillator, experienced a flurry of ICD shocks related to double counting of runs of non-sustained vt,ventricular tachycardia. For this reason, as well as the fact that the patient's ICD is approaching end of battery life, they were taken to the or, operating room, for removal of implantable cardioverter defibrillator generator, repair of left ventricular/coronary sinus lead, and implantation of new biventricular implantable cardioverter defibrillator generator.